Event description:
It was reported that during a left lobectomy procedure, approximately fifteen minutes into the procedure the top half of the jaw (the non vibrating half) came off completely. A new device was opened and it was while the scrub nurse was attaching the device to the handpiece, the same thing happened ¿ the top part of the jaw fell off completely. The parts that fell off both devices have been enclosed in the packaging. A third device was opened and the procedure was completed with no further problems. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the clamp arm detached from the instrument and returned. As a result of the clamp arm detachment, the tube assembly was distorted. This occurred when the clamp arm was removed from the tube assembly. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the condition of the returned device. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.